Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the recently implanted right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced on (B)(6) 2014. The patient was noted to be doing well following the procedure and would continue to be monitored.